Event description:
It was reported that a trained physician successfully achieved arteriotomy closure using a starclose vessel closure system. An aneurysm occurred the next day. Hemostasis was achieved with manual compression without any negative pt adverse effect. No additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.